Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer loaded cartridges with cold insulin. Customer changed pump supplies to address the issue. Customers blood glucose was 250 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.